Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by nausea, stomach cramps, dizziness and patient "felt clammy". The cause of the event was unknown. The patient presented to the emergency room one day before the event onset; however the patient was not hospitalized for the events. One day before the event onset, the patient was treated with vancomycin (intraperitoneal, 1gram, for three days, discontinued, frequency not reported), ceftazidime (for three days then discontinued, dose, route and frequency not reported) and ciprofloxacin (oral, for three days then discontinued, dose, frequency not reported) for peritonitis. Three days after the event onset, the patient was treated with cefazolin (intraperitoneal, 1 gram, 2 vials, discontinued, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.